Event description:
It was reported that a 4.5mm variable angle locking compression plate curved condylar plate was discovered to be broken and that there was a non-union. This was discovered when an x-ray was taken on (B)(6) 2013. The surgeon removed the broken plate on (B)(6) 2013. The original implant date is unknown. The plate was easily removed with no delay in the procedure. The patient status is reported as good. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Invalid lot number provided, lot has only 6-digits instead of 7-digits. No DHR review possible. Additional product codes: hrs, hwc. Lot number was reported as 840608. This is an invalid synthes lot number, lot has only 6-digits instead of 7-digits. Device was used for treatment, not diagnosis. Placeholder.